Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 300 mg/dl at the time of incident and current blood glucose level was 426 mg/dl. Customer¿s other blood glucose level was 420 mg/dl and 59 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with manual injection. Customer stated that the customer did allege insulin pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing. Customer stated that the not calling back to performed high pressure test. Customer was using auto mode feature. Customer troubleshoot was performed. The insulin pump will not be returned for analysis.